Manufacturer narrative:
On previously submitted report, section "describe event or problem" in box b was incorrect, it should be: a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. Also, section "(device) problem code grid (1)" in box h has been updated/corrected in this report.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.